Event description:
It was reported that a skin irritation causing bumps and redness had occurred while wearing the pod between 24 and 72 hours. Symptoms began 1 day into usage. The patient saw their doctor and was prescribed a cream called triamcinolone 0.1% and she has been applying it to the skin every day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.